Event description:
The customer reported leaking when drawing up sub-cut retuximab. There was a leak of the drug from a crack on the barrel of the syringe. The syringe was destroyed due to the contamination.

Manufacturer narrative:
Product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a crack along the barrel. No patient harm reported.